Event description:
This is the first of two reports (same reporter, same problem, similar products, different product ID, different serial number). It was reported that there was a sealing issue: leakage at the vacuum system. Poor sealing of joints and small holes around connection ports. A cable for one of the handpiece was stripped. There was no information about patient impact. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.